Manufacturer narrative:
During inspection and testing, the image disappeared during angulation. A review of the device history record found no deviations that could have caused or contributed to the lost image during angulation. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was lost due to a defect of the image sensor unit or failure of the internal circuit board for the video connector. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the adhesive on the bending section cover was scratched due to chemical/physical stress. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that the image from the subject device darkened when up angulation was applied. There was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image disappeared during angulation. This report is being submitted for the malfunction found during evaluation (no image).